Event description:
It was reported that during treatment, the cardiosave intra-aortic balloon pump (iabp) units arterial pressure becomes flat or increases, it seems to have returned to normal after changing the device.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional contact details: event site postal code: (B)(6). It was being reported that the cardiosave intra aortic balloon pump (iabp) had an issue regarding the "arterial pressure" which becomes flat or increases during treatment. But after changing the device it became normal. A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had found that the pressure monitoring with trainer was normal. Actually the arterial pressure line was made by the edwards which was being connected and pressure was measured with syringe. After that that the multiplyed, tests were being conducted which gives a normal result. Even the test had been carried out in the moniex line which ran successfully in mini simulator the ECG connector test had been performed successfully. Later it was being confirmed that the bp gain test was performed normally, and it was being confirmed that the ECG gain test was performed correctly. Pressure was also carried out just a case bration was confirmed to be normal, and the phenomenon did not occur. At last the fse had conducted a run and it was being confirmed that it was normal, and the work was completed. There is an involvement of the patient during this incident.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
Corrected data: b5, h6 (clinical and impact code). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during treatment, the cardiosave intra-aortic balloon pump (iabp) units arterial pressure becomes flat or increases, it seems to have returned to normal after changing the device. There was no patient harm.